Event description:
On 06/13/2026, dr. (B)(6) walker reported that a 65 year old female patient presented to (B)(6) office with concerns related to a previously placed dental implant. The implant had been placed at tooth location #03 on (B)(6) 2026 using a hahn tapered implant kit. The patient presented with the issue on (B)(6) 2026, within three weeks of implant placement, complaining of pain and swelling. During the examination, the doctor discovered that the implant was loose and that the implant site had an infection. The doctor also noted that the implant had failed to osseointegrate. As a result, the implant was removed on the same day of the visit using a hahn tapered hand driver. It was reported that an infection was present at the time of implant removal. However, it was confirmed that the symptoms resolved after removal of the implant. The issue occurred inside the patient's mouth. The opposing arch consisted of natural teeth, and the abutment/fixture attached to the implant was a healing abutment. It was reported that the implant/prosthesis had not already come out when the patient presented to the clinic. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. The patient returned to the clinic on (B)(6) 2026 after implant removal, and the doctor examined the patient and noted that the pain and swelling had resolved. X-ray findings confirmed that the site appeared healthy. It was further reported that the patient had type IV bone quality and fair oral hygiene. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).